Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, pt experienced worsened incontinence, pain with a full bladder, vaginal odor and other complications. The pt reported the device is unable to be removed. The device was not for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co is unable to determine if the device met specs and co is unable to determine the specific relationship of the device to the event.